Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined tha the cause of the reported failure to deliver defibrillation energy was due to a failure of an integrated circuit chip, designator u7.

Event description:
The customer initially reported that the service indicator on their device was illuminated. After an evaluation of the device by physio-control, it was observed that the device could not deliver defibrillation therapy. There was no patient use associated with the reported issue.